Event description:
Additional information was received that the delivery catheter system (dcs) was inserted into the patient when complete heart block was first observed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to the implant of this transcatheter bioprosthetic valve and after access was obtained via the right tra nsfemoral artery, a pre-implant balloon aortic valvuloplasty (bav) was performed. Following the bav, complete heart block (chb) was noted. Subsequently, the valve was implanted in the patient while a temporary pacemaker was in place. The chb persisted following the valve implant and the patient left the procedure with the temporary pacemaker still in place.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-29 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.